Manufacturer narrative:
A 3500a supplemental will be submitted once the evaluation is completed. (B)(4).

Manufacturer narrative:
(B)(4). Catheter had char around the electrode # 3. Catheter was tested and passed electrical, leakage, temperature and stockert generator tests. Additionally testing was performed and temperature results are within specifications.the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.complaint condition related to temperature cannot be confirmed. However there is char in electrode # 3.

Event description:
It was reported that the temperature reading was low while the catheter was in use. Charring was confirmed on the ring electrode # 3. Procedure was completed without any patient consequence. After multiple follow-ups, no additional information was provided.